Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displaying "pull lifeband up and check alignment" was not confirmed during functional test, however, multiple user advisory - ua02 (compression tracking error) was observed in the archive, confirming the platform to stopped compression repeatedly. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take up. The crew did claimed that the lifeband was slipping down from the patient chest and then error message occurred. Therefore, the probable cause was likely attributed to user error. Unrelated to the reported complaint, a cracked front cover on the ap platform was observed during visual inspection. This type of physical damage can occur due to normal wear and tear and/or user mishandling. The damaged front cover was replaced. During archive data review, multiple ua02 (compression tracking error) and also, multiple ua17 (max motor on time exceeded) were observed on the event date. The investigation findings revealed that the drivetrain motor brake gap was found to be out of specification, too wide. Therefore, the root cause of ua17 was due to a defective drivetrain motor and was unrelated to the reported complaint. The defective drivetrain motor was replaced to remedy ua17. The autopulse platform was re-evaluated through run_in test using the 95% patient test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse has passed all the functional testing and meets all required specifications. The ap platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
Prior to patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed "low battery" during powering on. According to the customer, the autopulse li-ion battery used was placed into the platform in the morning and it read fully charge. Customer removed and placed back into the platform and it read fully charged, "low battery" message cleared. Customer then proceeded to use on a patient and the autopulse platform displayed "pull lifeband up and check alignment". Customer adjusted the male patient and then pressed the power button to proceed and autopulse platform performed few compressions and then stopped and displayed "pull lifeband up and check alignment". On the way out of the truck, customer attempted one last time and same result occurred. The male patient was skinny approx. 6' tall, skinny, and approx. (B)(6) lbs. He did have a barrel chest and maybe the lifeband was slipping down from his chest as the compressions were being performed. Once the lifeband hit his upper abdomen, the autopulse platform read out of alignment. Customer don't believe in any way the machine shouldn't have worked based on the patient stature. Finally, customer attempted compressions again on a rescue manikin and it worked longer but eventually displayed "pull lifeband up and check alignment". No known impact or consequence to patient information was available.